Event description:
Pt started wearing a trial set of soft contact lenses for one week continuous wear. After three days, the right lens happened to remove and the pt replaced the lenses in both eyes. Three days later at the one week follow up visit, pt had no subjective symptoms or problems, but was diagnosed with a corneal ulcer in the right eye. Corrected va of the right eye was 1.2. The ulcer was not located in the central 4 mm of the cornea. Pt was treated with topical antibiotics initially, and with an intravenous drip subsequently, since there was no improvement. After suspecting a viral etiology, an antiviral was started. Since the condition did not improve the pt was referred to another eye hospital. Pt was diagnosed with a keratitis, due to a bacterial infection. Recovery was complete after antimicrobial agents were supplemented with steroid drops. Va of the right eye post treatment was 0.1. No culture was ordered.

Manufacturer narrative:
The product was not returned for eval. The device history records of the reported lot were reviewed and show that all requirements were met. Although the cause of the event is not known, the treating ophthalmologist indicated the causal relationship to the lens cannot be ruled out. Based on all info, no causal factors can be determined and no conclusion can be drawn.